Manufacturer narrative:
The product investigation was completed based on a received photograph of the device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip was observed bent, this could be related to the pebax damage reported by the customer; a breakage in the pebax or exposed internal parts could not be determined. A manufacturing record evaluation was performed for the finished device lot number 31772739l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf, the tip or splines of the catheter was found bent. The medical team determined that the pebax (spring) was cracked/broken. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.